Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).although the sample was not available, the root cause was related to a punctual failure on the sensor that monitors the individual packing process and operational failure on this process. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is an international report of a mini cap that was missing from the packaging. The product has not been used on patients. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A picture is available is for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.